Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation no samples were received for investigation of (B)(4), in which the customer has stated: ¿the nurse connects a needleless connector and finds that the fluid is not dripping¿. The product in use at the time is reported to be a mp1000 china from lot 22055986. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22055986 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was occluded and leaking. The following information was received and interpreted in english by initial reporter with verbatim: a patient is admitted to the hospital with hemiplegia and is given fluids as prescribed. The nurse connects a needleless connector and finds that the fluid is not dripping, and the fluid passes after it is re-replaced. This resulted in wasted costs to the department.